Manufacturer narrative:
Additional information: the returned slap hammer was evaluated. A pin was confirmed to be missing from the connection collar. The cause cannot be definitively determined but is possibly related to attempting to remove implants that were too large for the intended disc spaces, causing higher than normal forces to be applied to the slap hammer, or loosening over time through frequent use/washing. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a slap hammer was received missing an attachment pin. There were no surgical or patient impacts associated with this event.